Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes exit block, capture and sensing anomalies with low impedance readings of 299 ohms.